Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s mother took out the sensor and noticed that half of the electrode was missing. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. According to customer¿s mother the electrode was not left behind in the body, they think it got damaged during insertion, because they noticed that inserting the sensor did not go as smoothly as usual. The device will not be return for analysis.